Event description:
Healthcare professional later reported "rupture was not found during surgery". Healthcare professional reported by rga "any creases". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Rupture was unreported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture with MRI". This record is for the right side. Device remains implanted.